Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. A knot was observed near the distal end of the guidewire. No breaks were observed in the core wire of the guidewire. A microscopic observation revealed the coils of the knotted section of guidewire were slightly separated exposing the internal core wire. The weld tip was observed to be present and intact. Biological residue was observed within the knot in the guidewire. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that customer went to retrieve guide wire and discovered a knot at distal end. No long-term patient impact. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that customer went to retrieve guide wire and discovered a knot at distal end. No long-term patient impact.no other information provided, at this time.